Manufacturer narrative:
The technician found the casters could no longer be adjusted. He replaced the brake and brake/steer casters to repair the bed.

Event description:
Information received indicates the brake will not hold when set.